Event description:
Dealer called stating that the upholstery that wraps around the back cane on the v18rlr manual wheelchair is allegedly ripped half way down on the right side. No injury. The malfunction has not been confirmed. The product has been repaired.